Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The stapler was able to fire. There was poor staple formation. The surgeon had a problem with the reload and completed the gastroenteroanastomosis with suture. There was medical or surgical intervention necessary to prevent a permanent impairment of a function. The surgeon reported tissue damage as the reload caused a lesion in the stomach wall. The damage is not permanent. Patient status reported as alive, no injury.